Event description:
On 6/28/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring a visit to the ER. The event occurred on 6/27/24. On 6/27/24 the user contacted the cds and reported they were at work with their occupational nurse receiving treatment for low bg. The nurse confirmed bg was in the 50s mg/dl. After taking three glucose tablets, the user's bg rose to 62 mg/dl. The nurse was advised to have the user take 1-2 more tablets and recheck in 15 minutes. After a follow-up text 30 minutes later, the user reported still being low. They were advised to take two more tablets and wait 15 minutes to recheck but did not respond. By 6:30 pm, the user called from the ER, where bg was in the 40s mg/dl upon arrival but had increased to the 120s mg/dl after receiving IV dextrose. In discussion with the user the cds discovered that during a supply change the user removed the old cartridge, filled a new one, placed a new infusion site, and forced the new cartridge in without rewinding the ilet while still connected, which led to the administration of unintended insulin.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to follow instructions provided in the user guide and device training, as well as the on-screen prompts when completing the cartridge change process, resulting in unintentional insulin delivery.